Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was over 300 mg/dl at time of incident and current blood glucose 336 mg/dl. The customer treated with pump. The customer alleges pump was under delivering experienced high blood glucose. The customer advised to confirm accuracy of bolus wizard settings. Troubleshooting was performed. High pressure test was performed and the insulin pump failed. The insulin pump will be returned for analysis.